Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, noise oversensing was detected on the right ventricular (rv) lead. The patient was brought into the clinic for a rv lead revision. During the procedure, the physician determined that the noise oversensing was caused by a header issue on the pacemaker. The physician did not allege a malfunction on the rv lead. The pacemaker was replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of sensing noise and header anomaly were not confirmed. The pacemaker was returned for analysis. Final analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. Sensitivity test, cross talk noise test, and inspection of header and connectors revealed normal device characteristics. No anomalies were found.